Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. The device was functioning until about five minutes into the procedure the blade would not come out of the trocar. When the trigger was pressed the blade would spin inside but would not come out of the housing. A second device was opened and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.